Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tablet device showed an "unable to open port" error message. A power cycle was performed on the tablet but the issues did not resolve. A replacement usb serial cable was provided, and the suspect serial cable has been returned to the manufacturing where analysis is currently underway.

Event description:
Analysis of the returned usb cable was completed on 08/05/2015. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.